Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that device interrogation performed by the hospital staff revealed non-sustained oversensing due to noise on the right ventricular lead. No intervention was performed. The patient was in stable condition.